Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported the patient reported that the pump was not working and the patient had increased pain the day of the report. The patient had been looking for a new hcp to fill their pump. The patient had 0.1ml in the pump and it was alarming when an hcp was found on (B)(6). Per the reporter they did not have the medication that day so they filled the pump with saline and left the programming the same at 15:13. They filled the pump with the medication the next day at 17:46 and left the programming the same. Per the reporter they wanted to know when the patient would be getting the saline that had infused for approximately 26 hours to verify if it correlates with the symptoms the patient was currently experiencing. It was reviewed that the patient should have already received the saline and medication should be infusing. Per the reporter they planned to recommend having the hcp confirm the actual reservoir volume in the pump and order a dye study if needed. The pump was used to deliver hydromorphone. Additional information later reported the reporter believed it was the low reservoir alarm that occurred. The patient would be seen at the clinic to determine volume and compare.